Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-apr-2018 with the following findings: a review of the basal history appeared to be inaccurate with the current basal program due to a rewind, load, and prime, and a manual change of the basal rate to 0 units per hour. A call service 174 basal edit not saved alarm was recorded six times in the alarm history. This indicated the user attempted to edit the basal rate but did not select save. The pump was run for 24 hours at a 2 unit per hour basal rate. At the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. No hypersensitive or stuck keys were found. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The basal history recording defect was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 30 mmol/l with abdominal pain, nausea, extreme drowsiness and polyuria associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy but did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the patient¿s basal delivery totals in the total daily dose did not match the active basal program. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged basal delivery issue.